Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the broken transducer tip could not be determined. It is possible that the damage was caused due to stress or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The process engineer reported to olympus that during the initial inspection of the evis lucera ultrasonic bronchofibervideoscope it was found that the raised transducer tip was missing. The issue was found during maintenance. It was noted that this scope was not used in a procedure. There were no reports of patient involvement.